Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a black circle on the screen and a no delivery alarm. The customer could not recall any significant events leading to the issue. The customer also mentioned that she was in the hospital for a hip replacement. The customer's blood glucose level was 117 mg/dl. The customer performed troubleshooting and verified that insulin did exit the tubing twice and alarmed no delivery. The customer was advised to return the infusion set. Nothing was replaced or returned.